Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On 23 may 2024, it was reported that patient experienced leakage in the tubing. Also, mentioned that the tubing did not come apart. The infusion set was used for 4 days. No further information was available.